Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient an unknown procedure on an unknown date and suture was used. Prior to use on the patient, it was noted there were two different needle types on packs inside the same box. No patient involvement was reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluation summary: two unopened samples were received for evaluation. During the visual inspection of the two samples, the needle sales type printing on foil packet belong to fn2. The finish drawing was reviewed into the system and the graphic information was confirmed that is correct, the needle sales type belongs to fn2 and the product printed with lot number hj6516 was manufactured on 08/18/2014 revision 11. In addition, the revision number 12 was reviewed into the system and the needle sales type was updated to CT-3 and the graphic was updated with these changes. In addition, the needle characteristic for ct3 and fn2 are the same and both are included in the product description. According to samples and manufacturing date, the printing information on the foils related to needle sales type are correct. A manufacturing record evaluation was performed for the finished device hj6516 batch number, and no non-conformances were identified.